Event description:
Bd (becton dickinson ) in style autoguard 20 ga catheter is not over the needle and is hardened over to the side without the ability to even get the needle into the catheter. IV (intra venous) attempted not able to advance catheter.